Event description:
It was reported that during implant attempt, three positioning attempts were made to obtain acceptable lead measurements. The lead was then extracted to remove tissue fragments from the helix. After removal of the tissue, the helix was tested and would only extend halfway. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.